Event description:
It was reported from the system longevity study (sls) that the right ventricular (rv) lead had intermittent/no capture. Therefore the rv lead was surgically capped/abandoned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.